Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver boot test was performed and failed due to receiver being stuck on initializing screen. Receiver functional test could not be performed. A review of the receiver logs could not be performed. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.